Manufacturer narrative:
H3, h6: the device was returned for root cause analysis. Visual inspection revealed a degraded downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the degraded dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was performed. The dso seal was replaced to address this issue.

Event description:
The customer returned the product for corroded battery springs, and during visual inspection it was found that the downstream occlusion (dso) seal was degraded. After investigation the results indicated a reportable malfunction due to the degraded dso seal. There was no patient involvement.